Event description:
It was noted the patient died approximately 6 months after device implant. The cause of death has been requested and not received. Follow up revealed the patient died of unknown causes in his sleep. There was no autopsy performed. The records note the patient had a history of renal failure, coronary artery disease, hypertension, and atrial fibrillation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was noted the patient died approximately 6 months after device implant. The cause of death has been requested and not received.